Event description:
It was reported that an iliac screw broke in the patient at an unknown time postop. A revision surgery is planned, but has not been scheduled at this time.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional product information. Review of radiographic films showed a complex posterior construct from t12-s1 with trans-sacral/iliac screws. The left sided pedicle screw is fractured. The device remains implanted and was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.